Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg site and lead migration. Surgical intervention was undertaken on (B)(6) 2024 in which the ipg was repositioned, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.